Event description:
Customer reported testing device and did not get a result. At 4 am, customer went into a diabetic coma. Paramedics were called and gave customer a shot and an IV. Paramedic's device result was unk. Customer was taken to the hosp and monitored. Hosp results were erratic, however values were not provided. No controls were used. A request was made for return product and replacement product was sent.